Event description:
Dealer advised end user stated the front right caster came off causing him to fall backwards with no injury. Dealer advised end user put wheel back up into frame and when dealer tried to remove could not. Dealer advised end user stated there was an issue with the thread and you can see part of the thread still out.